Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer delivered a 16.43 unit bolus. Customer discovered the bolus was not received because customer had forgotten to attach the infusion set tubing to the infusion site after changing supplies. During troubleshooting with tandem technical support, customer attached the infusion tubing to the site and delivered a bolus successfully. There was no impact to the customer's blood glucose level.